Manufacturer narrative:
Manufacturer's investigation conclusion: the system monitor (serial #: (B)(6) ) was returned for analysis to the european distribution center (edc) and one of the pins of the cf slot is bent and the inverter cable was crushed. The unit powered on as intended. Functional testing was not performed due to the observed damage. The motherboard and inverter cable were replaced. Preventative maintenance was performed. A manufacturing analysis task was opened to further address the crushed inverter cable. The investigation found that the crushing of this cable could occur during manufacturing or servicing of these units; however, it could not be determined which method caused the crushing of this inverter cable. No CAPA/ecar/scar is required due to the low risk of this event. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system monitor (serial #: (B)(6)) and the system monitor was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 02oct2012. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that one of the pins of the compact flash slot of the system monitor was bent. The inverter cable was also crushed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.